Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer had failed due to an uneven floor. A field service engineer stated that no repair was done and recommended the customer to contact the facilities. The system functioned as intended after the field service engineer assessed the device. E.1. Initial reporter facility: doris miller department of veterans affairs medical center

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failed continuously. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.